Manufacturer narrative:
(B)(4). Device evaluated by MFR. :the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent migration occurred. The target lesion was located in the external carotid artery. A 10.0-31 carotid wallstent¿ was advanced to treat the lesion. However, upon placing the stent, the stent jumped off from the external carotid artery and relocated to the common carotid artery. Due to this, the stent was unable to cover the target lesion. Subsequently, another of the same device was implanted at the target lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.